Event description:
It was reported that a high, out of range pacing impedance measurement was observed from this right ventricular (rv) lead at normal follow up appointment. The physician performed isometrics and the pacing impedance measurement was stable. Diagnostic imaging was also performed and there was no evidence of lead damage. Boston scientific technical services were contacted and also discussed the capture threshold of the rv lead was high, though there was no evidence of loss of capture. Thorough lead integrity testing was recommended. The physician elected to continue with remote monitoring and normal follow-ups. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that a high, out of range pacing impedance measurement was observed from this right ventricular (rv) lead at normal follow up appointment. The physician performed isometrics and the pacing impedance measurement was stable. Diagnostic imaging was also performed and there was no evidence of lead damage. Boston scientific technical services were contacted and also discussed the capture threshold of the rv lead was high, though there was no evidence of loss of capture. Thorough lead integrity testing was recommended. Additional information was requested regarding the event resolution, but has not yet been received. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.